Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') and fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify - yes. Results of confirmation test: not reported. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / severe pain in pelvic area"), psychological trauma ("psych injury") and infection ("infection"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, psychological trauma and infection outcome was unknown. The reporter considered fallopian tube perforation, infection, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she received treatment for pain/ pain in pelvic area, psychiatric injury, perforation (puncturing) of the uterus or fallopian tubes , migration (movement) of essure, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: reporter and patient demographics were added. Updated suspect drug indication. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Injury event was replaced with pain/ pain in pelvic area, psych injury, perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.